Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system locked up. There are no reports of patient injury or death associated with this event.